Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer indicated via phone call that a sensor error alert was received and that they had fluctuating high and low blood glucose and sensor glucose. Customer did not indicate the sensor glucose level but the blood glucose was between 39 mg/dl to 69 mg/dl and was 200 mg/dl at the time of call. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting informed customer that insertion may impact sensor performance as well as calibration. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.